Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy nickel and metals confirmed by test') and optic neuritis ('admitted to neurology for about a month because I had an inflamed optic nerve due to essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction and multiparous (several small children). No metal allergy tests done before essure insertion. Never had period regulation problems or an inflamed optic nerve in the past. Concurrent conditions included allergy to metals (imitation jewellery) and drug allergy (primperan). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criterion intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced optic neuritis (seriousness criterion hospitalization) with headache, facial pain and blindness unilateral, abdominal pain ("excruciating abdominal pain"), genital haemorrhage ("in emergency room countless times bleeding a lot"), malaise ("feeling very sick"), alopecia ("my hair was falling out"), swelling ("feeling very swollen") and emotional distress ("was deeply distressed") and was found to have weight increased ("gained a lot of weight: 25 kg in just three months"). The patient was hospitalized for 31 days. The patient was treated with corticosteroid nos and surgery (essure removed with both fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, malaise, alopecia, swelling and emotional distress outcome was unknown and the optic neuritis, abdominal pain and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, emotional distress, genital haemorrhage, malaise, optic neuritis, swelling and weight increased to be related to essure. The reporter commented: problems started with essure insertion. On (B)(6) 2017, x-ray scan done to check the essure implants, I was told that the coils were inserted properly and that everything was fine, but I felt very sick, very swollen, I was bleeding a lot and I was deeply distressed because the strong pain prevented me from having a normal life. The abdominal pain was excruciating to the extent that I couldn't even walk. In (B)(6) 2017, I signed the consent to have my tubes removed, in (B)(6) 2017 I had tremendous pain in my face and head, losing complete vision in one eye, diagnosis was a very inflamed optic nerve, so I was hospitalised for a month with a corticosteroid treatment that did absolutely nothing. Once the essure was removed on (B)(6) 2017, I stopped suffering most of the pain I had. Eight days after they removed the essure, I recovered vision in the affected eye and I lost more than 15 kg in less than a month, although, certainly, there will be sequelae due to everything I have suffered. On (B)(6) 2017, I informed the hospital about the events through two claim documents. After all that I have been through, it was a case of malpractice since when they inserted the essure, they did not perform allergic tests to the metals that the essure contains and I became seriously sick. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: developed a series of large bumps and red patches all over back, reached up to neck and part of shoulder: eczema conclusion: allergy to nickel and metals. X-ray - on (B)(6) 2017: coils were inserted properly, everything was fine. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy nickel and metals confirmed by test') and optic neuritis ('admitted to neurology for about a month because I had an inflamed optic nerve due to essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction and multiparous (several small children). No metal allergy tests done before essure insertion. Never had period regulation problems or an inflamed optic nerve in the past. Concurrent conditions included allergy to metals (imitation jewellery) and drug allergy (primperan). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criterion intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced optic neuritis (seriousness criterion hospitalization) with headache, facial pain and blindness unilateral, abdominal pain ("excruciating abdominal pain"), genital haemorrhage ("in emergency room countless times bleeding a lot"), malaise ("feeling very sick"), alopecia ("my hair was falling out"), swelling ("feeling very swollen") and emotional distress ("was deeply distressed") and was found to have weight increased ("gained a lot of weight: 25 kg in just three months"). The patient was hospitalized for 31 days. The patient was treated with corticosteroid nos and surgery (essure removed with both fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, malaise, alopecia, swelling and emotional distress outcome was unknown and the optic neuritis, abdominal pain and weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, emotional distress, genital haemorrhage, malaise, optic neuritis, swelling and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: problems started with essure insertion. On (B)(6) 2017, x-ray scan done to check the essure implants, I was told that the coils were inserted properly and that everything was fine, but I felt very sick, very swollen, I was bleeding a lot and I was deeply distressed because the strong pain prevented me from having a normal life. The abdominal pain was excruciating to the extent that I couldn't even walk. In (B)(6) 2017, I signed the consent to have my tubes removed, in (B)(6) 2017 I had tremendous pain in my face and head, losing complete vision in one eye, diagnosis was a very inflamed optic nerve, so I was hospitalised for a month with a corticosteroid treatment that did absolutely nothing. Once the essure was removed on (B)(6) 2017, I stopped suffering most of the pain I had. Eight days after they removed the essure, I recovered vision in the affected eye and I lost more than 15 kg in less than a month, although, certainly, there will be sequelae due to everything I have suffered. On (B)(6) 2017 and (B)(6) 2017, I informed the hospital about the events through two claim documents. After all that I have been through, it was a case of malpractice since when they inserted the essure, they did not perform allergic tests to the metals that the essure contains and I became seriously sick. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: developed a series of large bumps and red patches all over back, reached up to neck and part of shoulder: eczema conclusion: allergy to nickel and metals. X-ray - on (B)(6) 2017: coils were inserted properly, everything was fine. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.